Manufacturer narrative:
Received one (1) photo from the customer showing the cassette. A droplet of fluid was observed on the cassette. No samples were returned for investigation. The reported complaint of leakage on the 123390488 can be confirmed due to the droplet of fluid. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed. The device history review for lot 13588961 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. However, a photo has been provided by the customer. The evaluation is not yet complete.

Event description:
The incident involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The reporter stated that the clip leaked. There is unknown patient involvement and no report of patient harm.